Event description:
Same case as 1527460-2011-00087 and 1527460-2011-00088. The complaint reported a balloon burst. The tube was inserted on (B)(6) 2011 and fell out on (B)(6) 2011.

Manufacturer narrative:
Mfg event ID: (B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4), that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.